Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. The reported complaint that the cmems device had a frayed power extension cable was confirmed. Based on the information provided to abbott and the investigation performed, the cause for the reported event was consistent with a frayed power extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient unit power cord was frayed at the back, and when an attempt was made to power it on, the unit sparked. The unit was unplugged for patient safety and replaced.